Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering the right amount of insulin and it was not delivering at all. She experienced high blood glucose levels and treated with injections to lower them. Her blood glucose level came down with the injection but not the insulin pump. The insulin pump's screen had scratches and was having a shorter battery life. She could read the screen and the insulin pump was working. The insulin pump alarmed no delivery. Customer's blood glucose level was 427 mg/dl. The high pressure test passed. The device was not returned.